Event description:
The pt reportedly experienced intermittencies with his internal device followed by a loss of lock. Testing showed that the device is not functional. The pt's device was explanted. The pt was reimplanted with another advanced bionics device.